Manufacturer narrative:
This product does not have a 510(k) number. The product has (B)(4) and (B)(4). An analogous product sold in the us has 510 (k) number k970380. The distributor was re-educated and retrained on fast1 insertion techniques, in person, on november 13th, 2006.

Event description:
The fast1 was used after one of the IV lines in the pt had become dislodged. The infusion tube was successfully inserted into the pt and was used successfully for infusion of fluids for a total of 7 to 8 minutes, after which, it was noticed that the infusion tube appeared to have become dislodged. (B)(4).